Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter corporate product surveillance an interlink t-connector extension set in which the male luer slipped out of a bd catheter. According to the report, the alleged defect occurred during patient use. This resulted in a small amount of blood leaking out of the catheter. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.